Event description:
It was reported that a patient experienced a pericardial effusion and hyportension. It was reported that during an atrial fibrillation (aifb) a farapoint pulsed field ablation catheter was selected for use. The farawave was used for a left sided afib ablation. The team then pulled back and performed a cti line on the right side using farapoint. When the line did not block and the physician preferred not to administer additional nitro, physician switched to a non boston scientific catheter. After several minutes of rf ablation, blood pressure readings became unreliable, prompting an evaluation for effusion, which was confirmed. The patient underwent pericardiocentesis to resolve the complication. After the procedure, the physician stated he was confident the event was related to the rf catheter. The patient was admitted beyond the standard of care and is expected to make a full recovery.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.